Event description:
Additional information was received on 16jun2021and inadvertently not included in the initial MDR: the leakage was noted after insertion into the patient and the wire was placed through the membrane. The leakage was noted to take place at the membrane. Other devices used with the sheath included the "typical wire, balloon, and atherectomy device". No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, the valve of a flexor ansel guiding sheath leaked during an unspecified procedure. The leakage was noted after insertion into the patient and the wire was placed through the membrane. The leakage was noted to take place at the membrane. Other devices used with the sheath included the "typical wire, balloon, and atherectomy device". No adverse effects were reported as a result of this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned kcfw-6.0-18/38-45-rb-anl1-hc (flexor ansel guiding sheath) to cook for investigation. Physical examination of the returned device showed: one used kcfw-6.0-18/38-45-rb-anl1-hc was received. Tabletop testing confirmed leakage from the valve. We disassembled the check flo valve and found a small slit/tear in the silicone valve. No other damages noted to the sheath a review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: potential adverse events ¿bleeding¿ how supplied ¿upon removal from packaging, inspect the produce to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the valve of a flexor ansel guiding sheath leaked during an unspecified procedure. No adverse effects were reported as a result of this occurrence. Additional information regarding the event and patient outcome has been requested.